Event description:
Procedure type: lower anterior resection: according to the rptr: the original procedure occurred in (B)(6) 2010. The pt had incidental/routine CT scan on (B)(6) 2011 unrelated to original procedure or any other etiology. At the time of the CT scan, a radio opaque piece of trocar appeared in the lower portion of the cavity from the original procedure. The rptr cannot say for sure that it is a piece of trocar and the pt is not re-scheduled for surgery.

Manufacturer narrative:
(B)(4).